Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device had reached end of life (eol) nine months ago and up to this time, the device was still pacing. Boston scientific technical services (ts) discussed that elective replacement indicator (eri) was reached likely due to voltage and then timer to end of life (eol) started. End of life (eol) was declared and voltage still declining but above voltage point thus, the device should be replaced. The health care professional (hcp) noted that they already set replacement up. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations observed.

Event description:
Additional information obtained from the field which indicated that the device was explanted.